Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the product. Visual inspection found the lens haptic torn and the lens missing the torn piece of haptic. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): secondary surgical intervention, suture, explant and exchanged. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 vticm5_13.7, -10.5/+6.0/028 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. It was reported that during icl implantation, the icl and iris were bulking up, iris was tending to run out in the main wound, therefore a suture was placed. On (B)(6) 2018 the lens was explanted and exchanged for a shorter length lens due to excessive vault with significant reduction of irido-corneal angles. This exchange resolved the problem. The reported stated that in his opinion the cause of event was due to a patient related factor and inability to precisely predict the optimal icl diameter. The patient had a pkp (penetrating keratoplasty) about 30 years ago because of keratoconus.